Event description:
The customer contact reported on start up the device had a "white screen error and defective battery." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.